Manufacturer narrative:
Investigation into event determined that lot of 67mm tibial trays were inadvertently interchanged with lot of 71mm tibial trays during production. In response to recent FDA audit, retrospective review was performed; event was reassessed and determined to meet reporting requirements as device malfunction. Corrective and preventive actions have been initiated. This report filed on may 20, 2008.

Event description:
It was reported that during total knee arthroplasty procedure in 2007, tibial tray component from package labeled 141232, lot 626520, 67mm was positioned for implantation. Upon attempted placement of the polyethylene insert into the tibial tray, it was determined that the tray would not accept a 67mm insert. A compatible polyethylene insert was available and used to complete the procedure.